Event description:
It was reported prior to patient contact during a transurethral lithotomy (tul) procedure, the physician opened and tested a ncircle tipless stone extractor and found that the base of the basket did not open completely/was difficult to open, and he stopped using it. The device was tested in an uncoiled position and a laser was not used at the same time as the basket. Another same type device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
H3: device evaluation anticipated, but not yet begun g4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d8, h6 (annexes a and g). Investigation ¿ evaluation. It was reported prior to patient contact during a transurethral lithotomy (tul) procedure, the physician opened and tested a ncircle tipless stone extractor and found that the base of the basket did not open completely/was difficult to open, and he stopped using it. The device was tested in an uncoiled position and a laser was not used at the same time as the basket. Another same type device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, manufacturing instructions (mi), instructions for use (IFU), as well as a functional testing of the returned device were conducted during the investigation. The complaint device was returned in open packaging. A functional test of the device was conducted in which the handle does actuate basket formation, but the basket deforms during open/close. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found one possible relevant nonconformance that could have contributed to the reported failure mode for 16 devices. It should be noted that the similar non conforming product was identified as standard process scrap during assembly and scrapped prior to lot release. The possibly related non-conformance was not sufficient evidence to conclude other devices in the lot could have been non-conforming. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other related complaints from the lot had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU packaged with the device did not provide any information related to the reported issue. Based on the available information, inspection of returned device, and the results of the investigation, cook has concluded that the nature and cause of the issue could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.